Event description:
A patient had btm applied to the scalp for a scalp cancer excision and reconstruction. After 3 weeks, excessive pus was reported and the surgeon removed the btm and applied a new sheet. It was noted that the btm had been integrating normally for 2-3 weeks prior to the removal.

Event description:
Reportedly, the patient underwent a btm procedure to the scalp for cancer excision and reconstruction. At three (3) weeks post-op, the patient presented with pus, characterized as excessive. Subsequently, the surgeon removed the btm, and a new device of the same model was applied. It was noted that the btm had been integrating normally for 2-3 weeks prior to the removal.

Manufacturer narrative:
The device was not available/discarded; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there was no non-conformity found to be related to the reported event. As part of the device history record review, the sterilization record for this lot was reviewed and this device lot passed the sterility test. Based on the information received with associated investigations performed, the probable root cause for the reported event could not be conclusively identified. A review of the device risk file was completed. The reported event is identified as a known risk of the procedure. The reported event/issue is known and does not constitute a potential new harm or new hazard. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does not suggest a problem with the device or the way it was used. Polynovo could not confirm a deterioration or change in the characteristics or performance, or inaccuracies in the labeling or instruction leaflet of the medical device for the reported case. The reported event is a known inherent risk of the procedure. The rate of the reported issue to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with the use of the device. Polynovo does not believe that a corrective action is warranted. Polynovo will continue to investigate and monitor complaints of this nature. MFR# reference: (B)(4).